Event description:
It was reported in 2009 that a pt who was receiving v.a.c. Therapy since about two weeks prior for a diabetic foot ulcer, allegedly experienced maceration which required a surgical procedure to expose maceration. The pt's physician reported about few days later that the pt continued with v.a.c. Therapy and the condition was resolving, and the wound was filling with granulation tissue.

Manufacturer narrative:
The pt's physician described this event as multi-factorial in that the pt had diabetes, peripheral vascular disease and was not a candidate for revascularization surgery. The physician stated that the pt's family member (rn) was responsible for changing the dressing twice a week and once a week it was to be performed in his office. The physician stated that during the first office visit in 2009, the pt arrived with the v.a.c. Therapy unit off and the dressing in place. The physician indicated that the pt nor the family member knew how long the unit had been off with the dressing in place. Upon removal of dressing, extensive maceration was noted to the periwound. The physician stated that after the surgical procedure, v.a.c. Therapy was resumed and all subsequent dressing changes were being performed in physician's office. The physician stated that v.a.c. Therapy was not causative; however, this is a case of user error which resulted in surgical intervention. V.a.c. Labeling warns, "if negative pressure is off for more than two hours in a twenty-four hour period, remove the v.a.c. Dressing. When v.a.c. Therapy is restarted, irrigate the wound and apply a new v.a.c. Dressing from an unopened sterile package. Never leave a v.a.c. Dressing in place without active v.a.c. Therapy usage for more than two hours." Neither the unit nor the dressing were returned for eval, as there was no malfunction reported and the pt continues to receive v.a.c. Therapy.